Event description:
It was stated that the ac adapter was damaged. The pump had stopped without notice. Log analysis was conducted. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. A "battery low" alarm, and a "battery depleted" alarm was recorded in the event log. Also, a "power down" alarm was recorded in the event log multiple times. Functional testing was performed, and the reported issue was confirmed. A probable root cause of the event was depletion of the dry cell battery life. No repair was provided to the device. The dry cell batteries were to be replaced by the customer.